Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: zhu c, jiang s, jiang l, zhang y. Percutaneus vertebroplasty for treatment of thoracular osteoporotic vertebral compression fracture with kyphosis. J spinal surg, february 2022, vol. 20, no. 1. Objective/methods/study data: the aim of this retrospective study was to investigate the clinical efficacy of percutaneous vertebroplasty (pvp) in the treatment of thoracolumbar osteoporotic vertebral compression fracture (ovcf) with kyphosis, and compare its corrective effect on kyphosis with percutaneous kyphosis (pkp). Between july 2018 and july 2020, a total of 190 patients were included in the study. These patients were divided into two groups. Percutaneous vertebroplasty (pvp) group consist of 90 patients (20 male and 70 female) with a mean age of 71.47 ± 5.52 treated with verterm v + bone cement system (johnson & johnson, USA) while percutaneous kyphosis (pkp) group consist of 100 patients (23 male and 77 female) with a mean age of 69.65 ± 7.38 treated with vbb vertebroplasty system (johnson & johnson, USA). All patients finished the surgery successfully and were followed up for 12-36 (24.0 ± 6.8) months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes verterm v + bone cement system and vbb vertebroplasty system. Adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: vertecem v+ (qty 9). 8 patients had cement paravertebral vein leakage, 1 patient had cement leakage through the lateral wall of the vertebral body, and none of the 9 patients had associated clinical symptoms. No intervention mentioned. Adverse event(s) and provided interventions possibly associated with unk - synflate/vbs: synflate. (Qty 7) 4 patients developed cement paravertebral vein leakage, 3 patients developed cement leakage through the lateral wall of the vertebral body, and none of the 7 patients showed associated clinicalsymptoms. No intervention mentioned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.